Manufacturer narrative:
Analysis found that the issue was confirmed due to loose cable connector. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device was not working properly. They had to adjust stimulation manually. There was no patient impact.